Event description:
A us distributor reported that a patient was experiencing "add gel/replace belt" messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (¿add gel/replace belt¿ messages) was confirmed due to the electrode belt trunk cable being damaged, causing the belt to not stay securely attached with the monitor. The root cause for the damaged trunk cable was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.